Manufacturer narrative:
Information was received from a distributor who is not required to complete form 3500a. Evaluation summary: as returned, the articular surface provisional is fractured along one of the channels on its underside. The part has a potential field age of nearly 5 years. A radius was added to the feature in 2008 in an attempt to reduce the occurrence of this type of failure. Evaluation: the returned device was dimensionally verified to meet print specification. This MDR was identified during an internal review to meet reporting requirements and therefore is being filed late.

Event description:
It is reported that the provisional broke during surgery.